Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure in a patient with a temporary pacemaker in place due to pre-existing poor a trioventricular conduction, the backup pacing was set at hr50. Episodes of 2:1 atrioventricular conduction were observed from the beginning of the procedure, and at the time the patient presented for the procedure, wenckebach-type block was present. After mapping with the catheter, the posterior wall of the left posterior veins, the posterior wall of the right posterior veins, the atrial roofline, and the bottom line were treated with pulsed field ablation. When treatment of the left atrial anterior wall line was initiated, an atrioventricular block occurred during radiofrequency (rf) ablation at the 10 o'clock position of the mitral valve. Subsequently, the treatment was continued under backup pacing from the pacemaker. The ablation was completed, and the temporary pacemaker was replaced. It was also reported that implantation of a permanent pacemaker is currently being considered; however, a final decision has not yet been made. The possibility of pacemaker implantation had already been taken into consideration before the ablation, and this possibility had been explained to the patient in advance by the physician. The case was completed. No further patient complications have been reported as a result of this event.